Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, crease fold, yellow particles. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify sharp edge opening. The fill test inspection was performed: the result is no blockage. Based on the device analysis the final assessment is: a sharp opening edge on anterior due to an unidentified (tear) opening.

Event description:
Patient reported a left side "possible rupture, feels squishy". Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 07/22/2017. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: "possible rupture, feels squishy". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side "possible rupture, feels squishy." Healthcare professional reported a left side deflation. Device has been explanted.